Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that false ventricular tachycardia and fast ventricular tachycardia occured due to oversensing. It was also reported that undersensing led to false asystole and atrial fibrilation. The device remains active. No further patient complications have ben reported as a result of this event.